Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the pcb00 intraocular lens (iol) had a split cartridge tip. It was noted that there was no patient contact with the product. No additional information provided.

Event description:
Do not process!!!

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 7/23/2018. Section h3. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturer. The plunger was observed in advanced position and the cartridge was correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed; deformed/cracked was observed at the cartridge tip. The reported issue was verified. No assembly error and/or defect related to manufacturing process were observed. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.